Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection revealing the device status "eri" since (B)(6) 2012. Despite of the programmed parameters, the eri condition was slightly premature after an implantation duration of 82 months. In the following the pacemaker was opened. Subsequent investigations showed that the battery was partly depleted. The analysis of the current consumption showed expected values. During the analysis it was noticed, that the pacemaker measured a battery voltage that was slightly lower than the true battery voltage, resulting in a slightly premature activation of the eri status. This does not influence the functionality of the pacemaker. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the battery status eri was activated prematurely because the voltage measurement of this pacemaker had underestimated the voltage of the battery.

Event description:
Ous MDR - after an implant duration of about 69 months, an unexpected battery depletion was reported. No adverse pt side effects have been reported. The device was exchanged for another.

Manufacturer narrative:
Ous MDR.